Event description:
An optometrist reported photophobia at the one month post bilateral lasik visit. Vision is good. There are two medical device reports associated with this event. This report references the left eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on the company's acceptance criteria. A review of the technical service on site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the date of treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to report event. The treatment were completed to 100 percent and all laser system functions were within specifications on the date of treatment. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).